Manufacturer narrative:
Additional information: d9, h3 corrected information: h6- clinical code - abdominal distention; health effect impact code (inadvertently omitted) plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. A simulated treatment was initiated but was not completed due to an m31 air detected in cassette alarm during drain 0. Further investigation found fluid within the hp2 filter. Replaced the hp2 filter and continued testing. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered after the patient contacted fresenius technical services to report an m31 air detected in cassette alarm. The patient indicated they initiated a stat drain during cycler 3 because they felt full. While reviewing the patient¿s treatment records it was observed the patient drained 3810 ml during drain 3 of 3 of treatment. This drain volume is 254% of the patient's largest fill volume of 1500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn confirmed the reported event and reported that treatment was completed with the cycler on the date of the event. The patient did not experience any serious adverse events, injuries, nor require medical intervention. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler is expected to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered after the patient contacted fresenius technical services to report an m31 air detected in cassette alarm. The patient indicated they initiated a stat drain during cycler 3 because they felt full. While reviewing the patient¿s treatment records it was observed the patient drained 3810 ml during drain 3 of 3 of treatment. This drain volume is 254% of the patient's largest fill volume of 1500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn confirmed the reported event and reported that treatment was completed with the cycler on the date of the event. The patient did not experience any serious adverse events, injuries, nor require medical intervention. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler is expected to be returned to the manufacturer for physical evaluation.